Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, the patient¿s vad alarmed and a pump stoppage occurred when the patient went from sitting to laying at a 30 degree angle prior to getting an electrocardiogram. The vad clinician stated there were no observable kinks or knots in the patient¿s driveline and the patient had no weight change. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages with the first occurring on (B)(6) 2017. The pump stoppages only appear to have occurred while the system was connected to a power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. The entire external portion of the driveline was replaced with no issues. After the repair, the patient was placed on a normal grounded patient cable and the alarms did not return. The patient would be monitored overnight and then discharged if no further alarms occurred. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log file. The log file captured numerous low speed and pump stoppage events while the patient was supported by the patient cable and mpu. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. Approximately 18.5 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to experience pump stoppage events and the decision was made to discharge the patient with an ungrounded patient cable. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, the customer submitted expedited log files for review. Log file analysis completed by the manufacturer¿s technical services representative revealed two pump stoppages while the vad was connected to an mpu and/or power module. Since the patient's entire driveline had already been replaced, the customer was informed that their only options were to put the patient on an ungrounded patient cable or perform a pump exchange. On (B)(6) 2017, the vad clinician and manufacturer's clinical representative assessed the patient's driveline and attempted to recreate the reported alarms by manipulating exterior portion of the driveline. Multiple attempts made to manipulate entire length of driveline. The patient was instructed to sit, stand, walk and bend over multiple times, but no alarms recreated. The customer planned to discharge the patient home on an ungrounded patient cable with plans to exchange the pump in early (B)(6) of 2018.